Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous lcx/om. Despite pre-dilatation the orsiro could not pass the lesion.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is deformed at its proximal end. Several stent struts are bent outwards. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter complies with the specification. The review of the product release documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.